Manufacturer narrative:
Co rep evaluated the system. Corrections included replacement of the wireless transceiver's power supply and clearing the system's error logs. System was safety tested to factory's specifications.

Event description:
Customer reported that the panorama central station had lost communication, which may have affected telemetry monitoring. No patient injury was reported.